Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported per field service report problem was reported to biomed. Pump was on pt. Pump may have stopped pumping no alarms. Screen black or lost trigger low level arterial pressure (ap). Findings/action taken: customer ordered a 2001 pt simulator to check low level ap. Could not confirm trigger loss or black screen. Biomed replaced power supply and both display cables. Returned pump to service after taking for a day.